Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the pump to be in good physical condition; with some damage to the rear housing top corner. "No. 2 no disposable" alarms were found in the event history log. Simulated use testing was able to replicate the reported error. The downstream occlusion sensor was replaced to address the issue. No root cause for the faulty sensor could be determined.